Event description:
The customer reported to olympus that error e226 was observed using this camera head. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
Additional information was received from the customer. The subject device was being used with the video system center. Procedure information was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer, device return evaluation, and the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was reproduced. Evaluation found flooding of image capture and cable. Heavy corrosion noted on scope mount operation. Cracks in the main body, and damage connector were also observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported issue is addressed in the instructions for use (IFU): notes regarding unexpected disappearance of endoscopic images or inability to unfreeze. - do not reprocess or store this product with tweezers, forceps, scalpels, etc. Doing so may cause a hole in the camera cable, which could result in water leakage that could destroy the electrical circuitry inside the product. - do not bump or drop this product. There is a risk of damaging the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor complaints about this device.